Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported 'will not turn on with slide clamp' but was not reproduced during evaluation. Evaluation determined assignable cause to be an out of adjustment upper and lower latch switch which were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on with slide clamp. There was no patient involvement. No additional information is available.